Manufacturer narrative:
The reported events of failure to capture and under sensing were confirmed. The reported event of high impedance was not confirmed. As received, a complete lead was returned for analysis. Visual inspection noted an external insulation abrasion breaching the outer insulation and exposing the outer coil located proximal to the suture sleeve tie impressions consistent with friction to the device can. Electrical testing did not find any indication of conductor fractures or internal shorts. All other damages found are consistent with procedural damage. The cause of the reported events of failure to capture and under sensing were isolated to the exposure of the coil in the abrasion zones.

Event description:
Related manufacturer reference number:(B)(4). It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's atrial lead exhibited high pacing impedance and under sensing. The right ventricular (rv) lead exhibited high pacing impedance and high threshold. The leads were explanted and replaced. The patient was stable.

Event description:
Related manufacturer reference number:2017865-2024-71867. It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's atrial lead exhibited loss of capture, high pacing impedance and under sensing. The right ventricular (rv) lead exhibited high pacing impedance and high threshold. The leads were explanted and replaced. The patient was stable.